Event description:
The patient's friend stated that, when he attempted to help the patient change her infusion set, the infusion device displayed an "11" (end of temporary basal rate) error code. During a troubleshooting discussion with a company representative in which the error was cleared, he mentioned that the patient's blood glucose level was "high today" (2007). He reported a blood glucose reading of 525 mg/dl. He stated that the patient experienced symptoms of elevated blood glucose including "being dizzy and forgetting how to do things". He mentioned that she had been using the same infusion site for four days. He believed that the "infusion site started to get clogged, which caused the high blood glucose". He was educated regarding the importance of changing the infusion set every three days. The patient changed the infusion set. She then administered a bolus of insulin using her infusion device to reduce her elevated blood glucose level. She reported the following month that her blood glucose had returned to "normal". The patient did not require assistance from a healthcare professional to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.